Manufacturer narrative:
The device with the lens was returned. Inadequate viscoelastic is observed in the device. The plunger is oriented correctly. The lens stop was removed and not returned. The plunger has been advanced to mid-nozzle, has underrode the optic, and has shifted toward the right in the device. The lens was rotated sideways in the device and misfolded due to the plunger underride. The optic edge has broken areas observed. The leading haptic is folded onto the misfolded optic. The trailing haptic was torn (still attached) in the haptic/optic junction, positioned on top of the plunger, extended backward and broken in the distal area. The broken distal area of the haptic was observed on top of the plunger. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was used in the device. The lens was advanced/stuck at mid-nozzle. A plunger underride was observed. The root cause for the reported complaint may be related to a failure to follow the dfu. A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. No damage was observed. An inadequate amount of viscoelastic was also observed in the device. If the device is underfilled with viscoelastic this will result in inadequate coverage of the lens and lens fold path with ovd. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). Plunger underride may occur if: a non-qualified viscoelastic is used. Material properties of a non-qualified ovd may contribute to underfill, overfill or misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. The device is over filled with viscoelastic, which can prevent the trailing haptic from being placed onto the optic. Dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line. (Approximately 0.2ml room temperature ovd). The device is not adequately filled with viscoelastic. This will result in inadequate coverage of lens and the lens fold path with ovd. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). The lens is advanced too rapidly, this may result in damage. The dfu states to gently advance the plunger forward in one smooth, continuous motion until the front edge of the optic aligns with the ¿fill-to¿ line. It should require no less than 7 seconds. If the operating room temperature is too high (>23deg c). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the use of a preloaded intraocular lens (iol) delivery system, the lens was stuck. A backup device was used to complete the procedure. Additional information was requested.